Manufacturer narrative:
During a follow up conversation with bsc sales rep on april 03, 2007, he stated "the catheter looked like it had been twisted several times and the distal section of the catheter tubing appeared to be torn and the wire was protruding from that area. The tear was noticed during the later part of the procedure and another device was used to complete the procedure. There were no user or pt complications. The pt is currently doing well." Evaluation results: visual inspection of the returned device found the distal tubing was twisted 51/2 rotations. The proximal end of the center support was protruding through a rip in the distal tubing. The proximal feature of the center support, used to position the center support within the guide coil, was broken off (the broken piece was found inside the guide coil). The distal tubing around the area was dissected; the polyester sleeve was found to be broken near the end of the guide coil. The device was likely over torqued during the procedure, causing the signal wires to twist around the steering assembly and also causing the distal tubing to twist. The twisted distal tubing and wrapped signal wires can cause the distal area to have an effectively larger od, which would lead to resistance while trying to withdraw the catheter from the sheath. The ripped tubing and damaged center support may have occurred when the physician attempted to forcefully remove the catheter from the sheath. A review of the polaris x dfu found the following warning: "careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be performed under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered." A review of complaint trends show this is the first complaint of this nature for the polaris x over the last 15 months.

Event description:
On april 3, 2007, it was reported to boston scientific sales rep that "during a diagnostic study the steering wire broke. Upon removal of the catheter the catheter tip became stuck in the introducer sheath. When the catheter tip was dislodged and pulled out of the sheath a wire was found protruding out of the catheter."